Event description:
It was reported that the patient presented to the emergency department (ed) with power spikes and chest pain. Their mean arterial pressure (map) was stable. Log files revealed a sudden onset of elevated powers and flows. The patient had a subtherapeutic international normalized ratio (inr) of 1.7. A computed tomography angiogram (cta) showed irregular thickening within the outflow cannula that was concerning for thrombus. A chest computed tomography (CT) scan showed no obvious pulmonary embolism (pe), and an echocardiogram (echo) did not reveal any thrombus. The patient was started on a heparin drip and their symptoms and pump parameters improved. The patient remained in the hospital on heparin drip with a haptoglobin of less than 8 and baseline levels of d-dimer and lactate dehydrogenase (ldh). A heartmate ii to heartmate 3 exchange was performed on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Voluntary medwatch#: (B)(4) was received on 09aug2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had hemoptysis on (B)(6) 2022. On (B)(6) 2022 1-2 cubic centimeters (cc) were noted. It was also noted that the patient had epistaxis. It was suspected that the bleeding was likely from the upper airway. The patient was on heparin. On (B)(6) 2022, these symptoms improved and on (B)(6) 2022 they resolved. Intraoperatively, substantial aortic insufficiency (ai) was noted with difficulty controlling. This was significantly worse than preoperative studies. The aortic valve leaflets were plicated with marked improvements.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was not confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the log file provided by the account confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined. A direct correlation between (B)(6) and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively established. (B)(6) was returned assembled with the driveline (dl) severed approximately 11¿ from the pump nipple housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 1.5¿ of the hmii sealed outflow graft was returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed at its hardware and was returned detached from the sealed outflow graft attachment hardware. The remainder of the bend relief material was not returned. The bend relief collar was returned detached from the bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14jul2015. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was not confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the log file provided by the account confirmed elevations in pump power and flow. A direct correlation between (B)(6) and the reported events, as well as a direct correlation between the suspected thrombus and the reported events could not be conclusively determined. (B)(6) was returned assembled with the driveline (dl) severed approximately 11¿ from the pump nipple housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port. Approximately 1.5¿ of the hmii sealed outflow graft was returned attached to the outlet elbow. The sealed outflow graft bend relief had been severed at its hardware and was returned detached from the sealed outflow graft attachment hardware. The remainder of the bend relief material was not returned. The bend relief collar was returned detached from the bend relief hardware. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jul2015. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 also addresses all pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.